Event description:
It was reported that the patient experienced driveline disconnect alarms but was unsure what happened and the alarms self-resolved. Log files were submitted for review. The log files captured a pump stop at 08:20 am on (B)(6) 2024, due to a manual driveline disconnect. The pump was off for 54 seconds before the driveline was reconnected. The pump then ramped back up to its set speed of 4800 rpm. The log went on to capture no external power alarms on (B)(6) 2024 that appeared to have been the result of the patient disconnecting both system controller leads from power. The patient stated the cause of this alarm was due to them losing power. There were no other unusual events recorded in the log file event history. The patient continued to deny disconnecting the driveline and the customer reinforced education on driveline disconnect.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed one driveline disconnect alarm and subsequent pump stop that appeared consistent with a physical disconnection of the driveline. A specific cause for the driveline disconnection could not be conclusively determined through this evaluation. The controller event log file contained events from 16:09:56 on (B)(6) 2024 through 11:25:10 on (B)(6) 2024, per the timestamps. A driveline disconnect alarm and subsequent pump stop were captured at 08:20:41 on (B)(6) 2024. The observed event appeared consistent with a physical disconnection of the driveline. The driveline appeared to be reconnected less than 1 minute after being disconnected and the pump regained normal operation at the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The left ventricular assist device (lvad) event log file captured pump resets at 10:56:03 on (B)(6) 2024 and 08:21:36 on (B)(6) 2024. The pump reset on (B)(6) 2024 appeared consistent with the driveline reconnection observed in the controller event log file. A specific cause for the (B)(6) 2024 reset could not be determined as there is no controller event data available for this timeframe; however, it should be noted that two driveline disconnect alarms were reported by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.